Manufacturer narrative:
The complaint device has been received and evaluated. Visual observation confirms that the tip of the needle is broken, confirming this complaint. From past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. At this point, it cannot be determined is any other factors contributed to this event. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed two other similar complaints for this lot of devices that were released to distribution. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
It was reported that during arcr, a nurse found the tip of the needle broken. They could not find the broken piece in the joint by thorough search and closed the incision. The surgeon found the image of the possible broken piece by x-rays taken after surgery, but he judged it was not the piece. However, he admitted the possibility of its remaining in the left rotator cuff and explained it to the patient. He reported that there was not unusual resistance during insertion and he penetrated the tissue about ten times with the device. The surgery was completed with a 15-minute delay. The surgeon reported there is little possibility of causing harm to the patient. He requests us to investigate if there is a similar complaint. The backup device was used to complete the case.